Manufacturer narrative:
The investigation into the purge leak - pump, the pump stop, and the infection/sepsis issues has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the pump stop was likely a result of a broken sidearm. However, the root cause of the purge leak ¿ pump and the infection could not be determined.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the team had to replace the purge cassette on day seven due to a broken luer. The sidearm was broken when the patient was rolled over to change bed sheets. Later, the team noted the motor current began to rise and the pump stopped. The patient also experienced a high grade fever and positive blood cultures. Antibiotics were given to the patient. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿